Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Remains implanted.

Event description:
It was reported by the patient's mother that the patient is experiencing pain after hydroset was used in a procedure. There was no delay in surgery or medical intervention reported regarding this event.